Manufacturer narrative:
Product manufacturing site number updated upon confirmation of the sample received for evaluation. Manufacturer report number corrected and reported under manufacturer report number: 2523835-2017-00725. All future follow up reports will be submitted under manufacturing number: 2523835-2017-00725. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened knives were received seated correctly in blade protector trays for the report of dull. The samples were visually examined and were found to be non-conforming. Sample 1 had a damaged blade edge, that had a raised foreign material which appeared to be corrosion. Sample 2 had a damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The exact root cause of the reported issue could not be determined from the investigation performed. The damaged cutting edge on sample 2, is consistent with damage that can occur when the knife contacts a hard surface or if the knife is improperly handled. Sample 1 had a damaged blade, that is not consistent with handling and the raised foreign material appeared to be corrosion. Where and when the foreign material was introduced, which damaged the edge of the blade, cannot be determined from the evaluation performed. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any non-conformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the slit knife and the ophthalmic knife included in the surgical pack were dull. The products were replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation. A product sample has been requested for evaluation.